Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities was explanted after 37.3 months for premature depletion. The monitoring voltage was 2.68, however the charge time was 24 seconds. A manual capacitor reform was done at the changeout and the cahrge time increased to 45 seconds.